Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during the implant procedure when inserting the superion indirect decompression spacer, the top of the implant broke off. The physician noted thick bone, osteophytes or other obstructions caused resistance during the implant procedure. The procedure was completed successfully and there were no patient complications as a result of the event.

Event description:
It was reported that during the implant procedure when inserting the superion indirect decompression spacer, the top of the implant broke off. The physician noted thick bone, osteophytes or other obstructions caused resistance during the implant procedure. The procedure was completed successfully and there were no patient complications as a result of the event.